Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 27 mmol/l with symptoms of vomiting and large ketones. The patient was treated with insulin via injection. The reporter stated that there was a leak with the cartridge, causing insulin to not be delivered appropriately. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a leaking cartridge.